Manufacturer narrative:
The device was received by the (B)(6) service center in (B)(6) and an evaluation was performed. The evaluation determined that there was no fault found with the returned device. (B)(4). Note: per the autoset cs pacewave user guide contraindications: positive airway pressure therapy may be contraindicated in some patients with the following pre-existing conditions: pneumothorax.

Event description:
It was reported to resmed (B)(4) that a patient experienced a pneumothorax while using an autoset cs pacewave.